Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a 95% stenosed de novo lesion in the left anterior descending artery with heavy calcification and heavy tortuosity. Pre-dilatation was performed and then a 3.0x33mm xience xedition stent delivery system was advanced to the target lesion. The stent was deployed; however, an edge dissection was observed which was treated with a unspecified xience xpedition stent, ending the procedure. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.